Event description:
It was reported that during follow-up, it was not possible to interrogate the device. It was analyzed and tested out of specification. Dissatisfaction was also indicated. No patient complications have been reported as a result of this event.